Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced hyperglycemia after stating the ilet infusion needle did not insert properly and became twisted and blocked, occurring twice within a recent 30-day period. Symptoms included insufficiently characterized clinical effects. Outcomes included an impact that could not be fully characterized. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, with the medical device problem and device component details insufficiently characterized. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.